Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down keypad buttons were intermittently unresponsive for about a week and a half. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly did not clean the pump. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were responsive; the complaint could not be confirmed or duplicated. During investigation, the keypad flex connector latch was found to be not fully closed.